Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement MFR (B)(4). The following sections are being reported. The following sections are being reported: d8: correction: no. G4: 18 mar 2019. G7: follow up. H1: malfunction. H2: correction and additional information. H3: evaluation summary attached. H6: method, results and conclusion codes. H10: manufacturer narrative and corrected data. The reported device was not returned for investigation. The reported condition of an abutment that would not seat could not be confirmed. A device history record (DHR) review was not performed as the reported device item and lot number are unknown. A complaint history review was not performed as the reported device item and lot number are unknown. A definitive root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unknown zimmer healing abutment would not seat onto the implant.

Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Device not returned to manufacturer.

Event description:
It was reported that the unknown zimmer healing abutment would not seat onto the implant.